Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent catheter broke. The physician was attempting to place a taxus express2 3.0x20mm drug eluting stent when the catheter shaft broke. The physician was able to remove everything as a unit successfully. No patient complications were reported. Patient status is reported to be satisfactory.